Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his trial scs system, including three percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the pt was implanted with a trial scs system for the treatment of right-sided leg pain. Post-operative, the pt was complaining of left foot pain. A lateral x-ray was taken and revealed the left lead had migrated. The pt was taken back to the operating room. The left lead was explanted and replaced. One day later, the pt presented to the emergency room (as directed by his physician) as he was experiencing left leg pain. The physician in the ER explanted the two trial leads. All of the leads were discarded by the facilities. Follow up on the pt found the lead explant relieved some of the pain, but the pt still had some lingering pain immediately after the explant.